Event description:
A vns patient reported that her vns device had been programmed off, but she was still having pain in the neck area. The patient indicated she was trying to find a surgeon to explant the device. Followup with the patient's treating physician revealed that her vns device had been removed a long time ago. Good faith attempts to obtain additional information have been unsuccessful to date.